Event description:
A report was received that the patient was experiencing intermittent stimulation and potential lead migration. It was noted that the lead continued to malfunction or break. The patient will undergo a lead replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a lead replacement procedure per physician's preference. The patient was doing well postoperatively. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was experiencing intermittent stimulation and potential lead migration. It was noted that the lead continued to malfunction or break. The patient will undergo a lead replacement procedure.